Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6), 2012, product type: extension. Product ID: 37085-60, serial# (B)(4),implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va02nm4, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v984204, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that there was a reading of >40,000 ohms. It was noted that the caller did not know what they were at the time of the implant ¿was there for leads but not generator.¿ it was noted that the patient had no therapeutic benefit and had the device shut off. The caller wanted to know how to check the extensions. It was noted that left was 3.0 and ¿everything¿ was over 40,000. The following measurements were then listed: c0 3987, c1 2976, c2 3194, c3 3118, 01 2195, 02 3495, 03 4630, 12 1953, 13 1304, and 23 2335. It was also noted that right was 3.0 with c8 1160 and ¿everything else¿ over 40,000 ohms. Additional information received reported that the patient was returning with no therapeutic benefit. It was noted that there was a return of symptoms. It was noted that there was lead/extension/accessory breakage. It was noted that both extensions were removed and replaced. It was noted that the right side ¿all impedances were out of range.¿ it was noted that the left side had high impedances. It was further noted that there was an open circuit on the right and high on left side. The device was used in the patient and the intended use of the device was treatment. There was not a patient death. It was noted that there was not a patient injury. Additional information received reported that both leads were checked and found to be fine so both extensions were replaced. After replacement, impedances were improved but some were still high. It was noted that everything was left in place and closed for further programming. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Analysis of extension with serial # (B)(4) found that the proximal end connector was not completely seated in the implantable neurostimulator (ins) connector port. It was noted that the setscrew marks were too proximal, which indicated the extension was not completely inserted into the ins connector port. Analysis of the extension with serial # (B)(4) found that the extension body was cut through and the product segmented.